Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned as it remains implanted. Per the instructions for use of the device, pump flipping is a possible risk of use of the prometra pump. The cause of the movement was said to be because the pump pocket wasn't taut enough. (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a pump revision. Cs reported that the revision occurred because the pump pocket wasn't taut enough so the pump was mobile/flipping. It was stated that the pump pocket was revised from being on the right side of the patient's back to the left side of the patient's back. MFR 3010079947-2021-00016 captured the same allegation against the catheter.